Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer forgot to reconnect insulin pump and experienced high blood glucose levels and started vomiting. The customer was treated with a correction bolus and IV fluids. The customer was in the hospital for 1 day.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.